Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the om-9000s stabilizer was tightened, instead of the clutch kicking in, the cable mechanism snapped and the cable broke. The nurses believe it might have been user error, where the user cranked them too tight. A replacement unit was used to complete the procedure. There were no patient effects. The product will be returned.